Event description:
It was reported that a physician stated he had a case of inflammatory mass while using intrathecal fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Correction/removal numbers: z-1142-2008, z-1143-2008, z-1144-2008, z-1145-2008, z-1146-2008, z-1147-2008, z-1148-2008, z-1149-2008, z-1150-2008, z-1151-2008, z-1152-2008, z-1153-2008, z-1154-2008.

Event description:
In follow-up with the hcp, the hcp reported that he had no patients receiving intrathecal fentanyl and no patients with inflammatory masses.